Event description:
It was reported that the patient underwent a cervical interbody fusion in which rhbmp-2/acs was used. It was reported that in 2010 the patient was diagnosed with chronic pain. As a result the patient has required extensive medical treatment. It was reported that the patient has never recovered from his surgery and he continues to have daily, severe, disabling pain that prevents him from performing many basic actitvities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010 the patient underwent: redo c5-6 anterior cervical discectomy and fusion, fibular allograft, bone morphogenic protein, posterior c5-6 spinal fusion with allograft bone morphogenic protein, and instrumentation under c arm guidance. Preoperative diagnosis: pseudoarthrosis at c5-6 with foraminal stenosis. Pre-op notes: ¿bone morphogenic protein and morcellized bone graft were utilized, allograft, and titanium rods were cut and secured with cap screws, which were appropriately tightened.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.